Event description:
This event was captured through a live video broadcast. It was reported that the balance middle weight (bmw) guide wire was unable to cross the left main coronary artery branch, but a pilot 50 guide wire was able to cross the lesion. The vein graft to the right coronary artery was occluded. There was diffuse disease and mild calcification. There was a bifurcation. The target lesion was predilated. Two long stents were implanted. There was a dissection in the proximal left circumflex from an unspecified guidewire. No treatment was performed on the dissection. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: corsair, trek, trapper; guide wire: wiggle, bmw; guide catheter: 7 french; other: intravascular ultrasound (ivus). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.